Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The alleged inaccuracy occurred during the morning of (B)(6) 2016. At this time the patient obtained a blood glucose result of "500mg/dl" with the subject meter. The patient manages their diabetes by taking 16 units of humalog insulin in the morning, afternoon and evening as well as 14 units of isophane at night. In response to the alleged product issue the patient took an increased dosage of 20 units of humalog insulin that morning. An unspecified period of time after taking this insulin the patient experienced "gynecological bleeding" which they attributed to having low blood glucose due to taking too much insulin. The patient is a gestational diabetic and went to the hospital at 9am that morning where they underwent unspecified treatment for their pregnancy as well as treatment for hypoglycemia. The patient was discharged from hospital on (B)(6) and had their blood glucose measured on a calibrated laboratory device post-hospitalization, with a result of "90mg/dl" being obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have any test strips left to walk through a retest. The patient's products were replaced and requested for evaluation. The meter to feelings/normal results comparison does not meet the criteria necessary for lfs to determine an inaccuracy, and therefore the product malfunction can be ruled out in this complaint. The patient did not report developing symptoms that meet lfs's criteria of serious hypoglycemia or hyperglycemia. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter and at some time later developed symptoms which led to them to require healthcare professional treatment in a hospital setting consistent with serious hypoglycemia.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.